Event description:
It was reported a patient was inappropriately shocked due to double counting wide qrs complexes on the implantable cardioverter defibrillator (ICD). No changes were reported. The patient status was unknown.